Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer reported that the buttons on the keypad does not work. Customer's blood glucose at the time was 190mg/dl. Advised customer that the insulin pump will be replaced. No further information provided.